Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of stent shaft break.

Event description:
It was reported that the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Event description:
It was reported that during unpacking, the stent was fractured. The procedure was completed with another of the same device and the patient condition following procedure was stable.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of stent shaft break. Blockh11: the returned tria ureteral stent with positioner and suture was analyzed, and during the visual evaluation, it was found the stent bladder coil was detached. However, the reported event cannot be confirmed since the problem is in the coil, not in the shaft. The analysis performed to the returned device; it is possible to conclude that this could be caused by operational factors. Based on the analysis results of observed coil detached, an investigation conclusion code of adverse event related to procedure was assigned to this investigation.